Manufacturer narrative:
The event occurred in: (B)(6). Occupation ni equals lay user/patient.

Event description:
The customer complained of a high inr result from a coaguchek inrange meter serial number (B)(4) compared to the (B)(6) method. The result from the meter was 3.4 inr and the laboratory method result was 2.54. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer's meter and test strips have been requested for return. Relevant retention test strips (lot 345213 were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.